Event description:
It was reported that the patient had a femoral nail implanted 8 months ago that now requires revision.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.